Event description:
A customer reported a healthcare worker (hcw) received a splash of cidex opa into her left eye while manually cleaning and processing scopes. The hcw was wearing personal protective equipment (ppe) that included gloves and a gown. However, no eye protection was used except her own personal eyeglasses. The splash of cidex opa was to the lower side of her glasses, moving upward and into her left eye. The eye was immediately flushed with eye wash for 15 minutes and the hcw was sent home. The hcw began to have increasing pain in the left eye and returned to the emergency room later that same day. She was seen by the ER physician who administered lidocaine drops to the eye for pain. She was prescribed antibiotic drops (vigamox): 1 drop 3 times daily for 7 days. The physician diagnosed the event as corneal abrasion to the left eye in 2 areas. The redness resolved by day two and the hcw was reported to have no visual impairment.

Manufacturer narrative:
Device manufacture date: 12/10/2014. Asp investigation summary: the investigation included a review of the batch record review (brr), trending by lot number, trending of the product malfunction code, and failure mode and effects analysis (fmea) and retains testing. Metho: service history, trending and fmea. The batch record review was not reviewed as the issue was not related to the manufacturing of the product. The certificate of analysis for the involved lot revealed all process checks were complete and acceptable. (B)(4). The fmea revealed the risk priority numbers for similar user symptoms were within acceptable limits. A retain sample was not tested as this was not a functional issue. The healthcare worker healed from the injury without issue. A customer letter was sent to further educate the importance of wearing personal protective equipment (ppe). The issue will continue to be tracked and trended. No further investigation is necessary at this time.